Event description:
Information received from the article: miller et al. Focal, transient mechanical narrowing of a pipeline embolization device following treatment of an internal carotid artery aneurysm. Bmj case rep 2014. Medtronic (covidien) received information regarding a manufactured product and an adverse event. Treatment of a saccular sidewall aneurysm. During the procedure, it was reported the proximal aspect of the pipeline failed to achieve full wall apposition. The proximal end of the pipeline fully expanded after it was manipulated (bumped) with the microcatheter. During the manipulation, the pipeline foreshortened and moved proximally to the carotid terminus. Post deployment angiography showed gross patency of the pipeline with good apposition of the device to the vessel wall. Angiogram at 1 (one) months revealed an interval change in mechanical configuration of the construct, with the proximal portion of the device having circumferentially narrowed and elongated, decreasing in diameter from 3.5 to 2.0 mm. There was no evidence of device migration or intimal hyperplasia. The patient was asymptomatic and conservatively managed. Angiography at 3 (three) and 6 (six) months demonstrated moderate improvement in the proximal device narrowing. A progressive focal stenosis at the ipsilateral ophthalmic artery origin was noted, although flow in the vessel was maintained. The saccular sidewall aneurysm thrombosed by 3 months. The article concluded that using flow diverting stents was a promising technique to treat cerebral aneurysms, but it sometimes presents new and unique challenges.

Manufacturer narrative:
The report was created to capture the device malfunction and adverse event. The information was received from the article: miller et al. Focal, transient mechanical narrowing of a pipeline embolization device following treatment of an internal carotid artery aneurysm. Bmj case rep 2014. The device will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).